Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the integrated dilator/needle became "unsnapped" as the sheath was advanced up the vasculature. It was noted that the issue was not observed "until it had already creeped up laterally and not over the guidewire." It was further reported at the time that the guidewire had kinked. The guidewire was replaced with another manufacturer's guidewire, and the sheath and integrated dilator/needle were not replaced. The transseptal access was obtained without any issue. Cryoablation of the pulmonary veins was performed, however, "labile blood pressures" were noted throughout the case. The case was completed with cryo. It was then reported that a retroperitoneal bleed was discovered via a computerized tomography (CT) scan after the sheaths were removed and a vascular closure device was applied. It was further reported that no interventions were required for the retroperitoneal bleed and that the bleed resolved on its own. It was also noted that the patient had a significant groin hematoma that was closely monitored. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.